Event description:
It was reported that the heart lung machine (hlm) level sensor did not work properly as it did not coast the pump when alarming. There were no reported consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.